Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
Correction e1- initial reporter.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
It was reported that one of the patient's drg leads had migrated. The migration was confirmed via x-ray. The patient also reportedly had high and low impedances scattered across all of their drg leads. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.